Event description:
The customer reported to olympus, the flex videoscope experienced temporary image loss. The issue was found during an unknown specified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer's allegation was confirmed. The evaluation found that due to damage on charged coupled device (ccd) unit, a noise image occurred during angulation in up/down directions. In addition, the adhesive on the bending cover was worn. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on further follow-up with the user facility and the legal manufacturer's final investigation. During further follow-up with the user facility it was noted that there was a 15 minute delay in procedure due to the event and switching out the device with a like device. The procedure was completed and there were no reports of patient harm. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event occurred by breakage of charged coupled device unit (ccd-u) coaxial cables of ccd-u in bending tube. The following chapter is included in the device instructions for use regarding the event: - operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.